Event description:
A crtocyte bag that broke upon retrieval from liquid nitrogen storage. The contents of the bag were salvaged for transplant. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.